Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, self test and occlusion tests. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion and force sensor tests. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the displacement verification test on insulin pump was not ok. The customer¿s blood glucose level was 6.5 mmol/l. Customer stated that the insulin pump had insulin flow blocked alarm during bolus and prime. Customer stated that the insulin pump rewind was ok. Customer stated that they experienced high blood glucose level than usual. The insulin pump will be returned for analysis.